Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received stated that there was no change to activity level or programming, the ins just started taking longer to charge and would not hold a charge as long. The patient reported that they called the manufacturer and another device was sent to the patient to resolve the issue. No symptoms were reported. No further allegations/complications were reported. The patient reported the issue of the ins not holding a charge as long as it used to had been resolved. No symptoms were reported. No further allegations/complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer about an implantable neurostimulator (ins) implanted for spinal pain. It was reported that the patient the ins battery doesn't hold a charge as long as it used to. Caller states it used to last 4 days and now it only lasts 2 days. They confirmed that they charge their ins 100% full and they confirmed seeing the 'charge complete' screen. It was recommended to charge the ins to 100% to increase time between charges. They were referred to their hcp to discuss increased charge frequency. No medical or therapy problem was associated. No out of box failure was reported. No symptoms were reported. No further allegations/complications were reported.